Event description:
Pt had IV 24 gauge 5/8 inch catheter placed in left wrist on (B)(6) 2014. During removal the catheter was noted to be fractured from the hub. The cannula was visible and entire length was removed.